Event description:
It was reported that (1) device was used during a hemicolectomy, it was reported by the affiliate that the surgeon went to fire the tlc75 and it locked out after dropping about 5-6 rows of staples. The surgeon immediately used another tlc75, which performed well and continued the procedure. The failing instrument caused no effects to the tissue. There was no consequence to the pt.